Event description:
Before the implant procedure, the screw was tested and was found to remain blocked in the extended position; it would not retract. The lead was not used.

Manufacturer narrative:
On december 21, 2009. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Conclusion - the helix could not be retracted because of the presence of blood on the tip of the stylet. A warning is found in the physician manual. (B)(4). Conclusion: the analysis concludes that the mechanical function of the lead conforms to established specifications, utilizing a new easyturn stylet. As indicated in the report of the physician, initial extension of the helix prior to the implant attempt was possible, but then the physician was not able to retract the helix, because the function of the returned stylet was impeded by the presence of blood on the tip of the stylet. A warning against this issue can be found within the physician manual supplied with the device.